Event description:
It was reported that during a diagnostic procedure in the iliac, the coating appeared to be coming off of the guidewire. The physician inserted the guidewire and advanced it without difficulty. After removing the guidewire from the patient, the physician wiped the wire with a gauze sponge and noted a "rough spot" approximately twelve inches from the proximal end of the wire. The gauze would 'catch' on the rough spot and it was then noted that the coating of the wire would pull back from the wire surface. No patient injury or complications have been reported.